Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter leak and fracture issue and the identified wear and deformation issues, as a partial circumferential break was noted approximately 10.0 cm from the distal end of the cath-lock. The edges of the partial circumferential break were noted to be jagged; the surfaces appeared rounded and smooth. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5,d4 (expiry date: 10/2021), g3, h6 (device, method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years and two months post port placement in the internal jugular vein, the patient experienced pain during the infusion of anticancer agent. It was further reported that subcutaneous leakage of the anticancer agent was allegedly found in the subcutaneous tunnel. The port system was removed and a damage was found on the removed catheter. The current patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 10/2021.

Event description:
It was reported that post port placement procedure, the catheter was allegedly damaged. It was further reported that leakage occurred. The patient experienced pain and the current patient status was unknown.